Event description:
It was reported that the pt was re-implanted in 2009, however, med-el was not informed about the scheduled surgery. No info has been received up to now about the circumstances leading to re-implantation.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a f/u report.